Event description:
It was reported that interrogation of the patient's vns device found high lead impedance. This was first observed during a regular office visit on (B)(6) 2014. There has been no known trauma or manipulation. The patient had a baclofen pump replacement in (B)(6) 2013. The patient was last seen in (B)(6) 2013, and the vns parameters were fine at that time. The patient was sent to get x-rays, which found that there was a small discontinuity in the lead by the neck area. The vns device was disabled (programmed off to 0ma output current). Ap and lateral chest and neck x-rays dated 01/09/2014 were received and reviewed by the manufacturer. The generator appears normally placed in the left chest. The lead pin appears to be fully inserted in the connector block. Feedthru wires appear intact. The lead wires appear intact at the connector pins. Lead is present behind the generator and cannot be assessed. The lead is visible routing from the left chest to the left neck. The electrodes appear normally aligned. A strain relief bend is present, but does not appear as labeling the lead bends upwards and then back down. There does not appear to be a strain relief loop. Two tie-downs are present. The first tie-down is per labeling as it is securing the strain relief bend. There do not appear to be any sharp angles. There does appear to be a gross lead fracture in a section of the lead.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.